Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported needle mechanism failure or to determine its root cause. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported by the patient that the pink slide did not move forward indicating a needle mechanism failure. It was reported that the blood glucose levels were 600 mg/dl. The ER (emergency room) were able to get her bg levels down. No other information was provided.